Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that a percutaneous coronary intervention was performed on (B)(6) 2020. A 2.5x12mm xience sierra stent (1550250-12, 9100241) was successfully implanted in the first obtuse marginal (om) coronary artery lesion. There were no procedure complications. On (B)(6) 2020, the patient had expired while at home. Reportedly, there was no imaging performed after the index procedure. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation and the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.